Event description:
Per rep, the patient experienced vt/vf storms. The doctor chose to remove the old device, xelos dr-t, MDR 1028232-2008-00217, and replace it with this device. The vt/vf storms continued. The doctor ordered ICD therapy off to attempt external defibrillation, which was unsuccessful. The exact dates of implant and explant are approximate. The patient expired on or about 12/23/2007.